Event description:
The customer reported that the system would display an iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative calibrated the collimator and iris stops. The system was tested and found to be working as intended and put back in service.